Event description:
It was reported to vyaire medical that the 3100a ventilator having issues, map (mean airway pressure) wont go above 17cmh2o. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and adjusted the dial to max, secured and ensured that the limit dial was maxed and secured. The unit passed circuit and performance calibrations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.